Manufacturer narrative:
Per tandem¿s pump user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled tubing while connected at the site. Customer's blood glucose was 129 mg/dl. Customer consumed carbohydrates to address the event. Tandem's technical support educated customer to disconnect from the site during the fill tubing step.